Event description:
Additional information received reported that the health care provider (hcp) increased the patient's oral pain medications to cover the patient's pain until the patient's replacement surgery. No volume discrepancies were identified, as the patient was never refilled after the motor stall.

Event description:
Additional information: the motor stall recovery occurred on (B)(6) 2015 at 0150.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred. No event date was specified. The patient experienced withdrawal. The pump indication for use was non-malignant pain and post lumbar laminectomy syndrome. Explant surgery occurred on (B)(6) 2015. No further complications were reported/anticipated.

Event description:
It was reported a motor stall and recovery had been recorded in the event logs. The motor stall had occurred on(B)(6) 2015 at 6:19 and tube set occurred on (B)(6) 2015 at 16:19. The alarm was silenced on (B)(6) 2015 and the motor stall recovery occurred on (B)(6) 2015. The pump was being removed on the date of this report and would not be replaced. When the pump recovered in march the patient started receiving the programmed dose again in addition to the patches the healthcare provider (hcp) was using to manage the patient¿s pain without the therapy. It was noted the patient sustained no adverse effects. The pump was being used to deliver dilaudid. It was not reported if the patient experienced any symptoms or if the patient was exposed to any electromagnetic interference. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).